Event description:
A customer reported, during a cataract procedure, the surgeon had to remove the phaco handpiece to unclog the tip by "flooring the pedal", and re-enter the eye to complete the lens extraction. The lens was successfully implanted with no harm to the patient. This is the first of three reports being filed for this facility.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause is unknown. To address this issue, the surgeon elected to manually unclog the handpiece and the reported problem no longer occurred. (B)(4).